Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on 25nov2015. The immucor laboratory tested retention product on 02dec2015 which performed as expected. The immucor laboratory also tested returned patient blood sample from the customer site on 03dec2015, which yielded unexpected negative outcomes, which was consistent with the customer's observations.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody reactions when using capture-r ready-ID extend I on a galileo echo.